Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, d10, e4. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received (B)(6) 2025. The anatomy was not stenosed, tortuous, or calcified. The complaint device was advanced through another manufacturer¿s sheath. Another manufacturer¿s inflation device was used to inflate the balloon one time, to an unknown pressure and for an unknown duration, within another manufacturer¿s stent in the femoral-popliteal vein; however, the balloon ruptured circumferentially. Blood was noted in the inflation device. The balloon was removed by itself (without the sheath) while negative pressure was maintained. It is unknown if a counterclockwise rotation of the balloon was conducted upon withdrawal. The location of the separated fragment is unknown; however, per the reporter, the fragment was not removed from the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, an advance 35 lp low profile balloon catheter¿s balloon ruptured and separated. The balloon was used to post-dilate a vein after another manufacturer¿s stent was placed; however, the balloon ruptured. The device was immediately removed. Per the reporter, part of the balloon material broke off and was not located. The physician was reportedly unsure if the separated material was left in the patient or if it came out; however, the physician was ¿not concerned¿. Another balloon was used to successfully complete the procedure, and no further interventions were required. Additional information has been requested.

Manufacturer narrative:
Summary of event: as reported, during an unspecified procedure, an advance 35 lp low profile balloon catheter¿s balloon ruptured and separated. The balloon was used to post-dilate a vein after another manufacturer¿s stent was placed; however, the balloon ruptured. The device was immediately removed. Per the reporter, part of the balloon material broke off and was not located. The physician was reportedly unsure if the separated material was left in the patient or if it came out; however, the physician was ¿not concerned¿. Another balloon was used to successfully complete the procedure, and no further interventions were required. Additional information was received 19aug2025. The anatomy was not stenosed, tortuous, or calcified. The complaint device was advanced through another manufacturer¿s sheath. Another manufacturer¿s inflation device was used to inflate the balloon one time, to an unknown pressure and for an unknown duration, within another manufacturer¿s stent in the femoral-popliteal vein; however, the balloon ruptured circumferentially. Blood was noted in the inflation device. The balloon was removed by itself (without the sheath) while negative pressure was maintained. It is unknown if a counterclockwise rotation of the balloon was conducted upon withdrawal. The location of the separated fragment is unknown; however, per the reporter, the fragment was not removed from the patient. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), drawing, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The balloon was ruptured and separated. The remaining balloon segments were still attached to the balloon bond points on the catheter. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional relevant complaints on the final or sub-assembly lots. The product IFU states ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert.¿ the IFU cautions ¿the catheter is not intended for the delivery of stents.¿ the IFU also states ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. It is possible that the balloon was damaged during inflation within the stent and possible that other procedural/use issues contributed to the rupture; however, this cannot be definitively determined. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.